Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported there were high impedances on the left lead. The perc lead was removed and replaced with a surgical paddle. The issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jan-2025, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 15-jan-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator 97715 intellis sensor and two lead 977a260 vectris mrics compact devices were explanted. No patient complications have been reported as a result of this event.